Manufacturer narrative:
The insulin pump was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to constant pump error alarm. Pump was received with constant pump error alarm during rewind due to corroded motor home switch. No pump error alarm noted. Pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Event description:
The customer reported via phone call that they experienced pump error alarm. The customer's blood glucose value was unknown. The product was returned for analysis.